Event description:
Customer reported inconsistent results with one patient. Patients symptoms: chest pain patients diagnosis: non-specific chest tightness. This is report 1 of 1.

Manufacturer narrative:
The customer's complaint was not replicated during in-house testing with retained devices of lot t14915rn. No issues with recovery were observed and the product performed as expected. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.